Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range high, low voltage lead impedance was noted on the rv lead. The lead was capped and replaced. The patient is doing fine.